Event description:
Customer reached out and stated they went through multiple packs in this batch hg2240937. They stated that there were not needles in the lancets.no reported adverse events were reported at time of complaint.

Manufacturer narrative:
Investigation summary: no samples were returned from the customer from the impacted lot number. Inventory of the lot# in the complaint was pulled and tested to confirm that needles were present and they operated as per normal. No issues were observed during investigation. Cound not confirm the cumplaint of no needles in this lot as all needles tested had them.